Event description:
It was reported that the head of the device break in the hip joint. It could be removed with a grasper. No patient injuries were reported. A minimal delay was reported and a backup was available.